Event description:
It was reported that dr. (B)(6) advised branch personnel that dr. (B)(6) opened a single dose of simplex and the outside of the box appeared fine but the brown vial inside the box had exploded at some point. There was no damage to the powder packet inside the box, only the liquid ampule was broken.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Should additional information become available, the evaluation summary will be submitted in a supplemental report.